Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella rp flex experienced a placement signal not reliable alarm and positioning issues. The pump was repositioned and then explanted. The patient was in stable condition.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no product returned. Data logs not available. Clinical states psnr alarm with flow calculation disabled. Swan had been repositioned at bedside (rp turned to p-2) before the alarm. Two days later the pump was found shallow. Placement signal issue: the cause of the placement signal issue was not determined due to lack of product and data logs returned. Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details. Device history lot: device lot: 1995162. Device history batch: subcomponent lot: n/a. Device history review: the pump sn (B)(6) passed all the post sterile inspection checks.